Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator¿s stand had a crack on the top platform assembly, causing stability issue with the ventilator and stand. A follow-up was performed with the key market (km), and the responder reported that the device was still on the stand but was being held up by the user. It was recommended that the device be removed from service due to safety purposes. The customer removed the device from service in order to mitigate any potential risk of collapse. It is unknown if the device was in clinical use at the time of the reported event. There was no report of patient or user harm.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder provided details from the service team, stating that the stand was under normal usage, and that there were no issues during the installation phase. The km did not provide any further details regarding the event, and did not respond to further follow ups for clarification. Insufficient information was available to determine the resolution of the event. The final disposition of the device/stand could not be confirmed. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional details were provided by the key market (km), and it was reported that the customer's issue has not yet been resolved, and the customer is requesting further assistance from philips.